Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Sample information: infusomat space, 8713050, serial no.: (B)(6). History files inspection: the schedule from (B)(6) 2026 at 11:26:12 pm was verified: volume: 126.7ml, flow rate: 5.28ml/h, time:24 hours. The infusion started at 11:33:30 pm on (B)(6) 2026. On (B)(6) 2026 at 11:23:15 am, 62.45ml had already been infused (the correct volume considering that 11:49:45 hours of infusion had already elapsed). However, at this same time, the infusion was also stopped by the user and then resumed at 11:23:26 am. With the volume of 78.78ml already infused at 14:29:01 on (B)(6) 2026, the infusion was stopped again by the user to change the tubing at 14:29:03 and at 14:29:17 on the same day with a new flow rate program and a new therapy program at 15:20:28, but without starting the infusion for this new program. Considering that there was a stop at 14:29:01 on (B)(6) 2026 with volume of 78.78ml and after that the infusion was not restarted, and a new infusion program and tubing change were made. It was determined that the programmed volume of 126.7 ml was not fully infused, and the programmed 24 hour duration was not completed. Based on the history data, we found no indication of an infusion error; the infusion proceeded correctly. Visual inspection: the equipment has a normal used appearance. Functional inspection: an infusion was performed using the programming provided in the technical complaint, according to the usage history, to check the accuracy of the device. The programmed volume was 126.7 ml, with a programmed flow rate of 5.28 ml/h, in 24h. The volume infused was 130 ml with an error of +2.6% and the infusion time was 24h with an error of 0.0%. The test was approved (system accuracy is typically ±5% of volume, according to iec/en 60601-2-24). Conclusion: the technical defect could not be confirmed. The equipment is infusing correctly and precisely according to the programming and user actions. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: the pump infused medication according to a 24-hour schedule over 12 hours. Rate 5.28 ml/h - time 24h00. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number: (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission#: k083689, k142596, k191910.